Event description:
A healthcare worker who is 5 months pregnant reported that she experiences headache, nausea and a metallic taste when working with the product. She works in the echo lab reprocessing tee probes. Symptoms last through the end of the day and she feels fine the next day, symptoms subside when not around product.